Event description:
It was reported to manufacturer that the vns patient had made a suicidal gesture. Attempts to obtain additional information from the treating physician have been made, but have been unsuccessful.